Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. The right side had a more abnormal presentation intraoperatively than the left hip. The cup came out with minimal effort and showed no signs of ingrowth.